Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that the infusion sets tubing was detached from the connector on (B)(6) 2023. This issue occurred with two same type of infusion sets upon insertion of infusion sets. The blood glucose level of the patient was 105 mg/dl at the time of this event. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.